Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were occasional double counted beats on stored electrograms. Follow up concluded that the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular fibrillation (vf). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.